Event description:
Clinical study. It was reported that post coronary artery drug eluting stenting treatment procedure, the patient presented with angina pectoris. The index procedure treated a 70% stenosed, 3.4x14mm lesion located in the mid lad (left anterior descending) artery with pre-dilation and placement of a 3.50x16mm taxus liberte, resulting in 5% residual stenosis. The patient was discharged one day following the procedure on aspirin and clopidogrel. The patient presented 1609 days following the index procedure with angina pectoris. The patient was hospitalized and treated for further evaluation. The patient was discharged on day 1610. The event is ongoing.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determined the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.